Event description:
Related manufacturer report numbers: 2916596-2022-01696 and 2916596-2022-01720.

Manufacturer narrative:
Manufacturer's investigation conclusion: fluid ingress within the pump cable could not be confirmed through this evaluation as no photos were submitted for review and the patient remains ongoing on pump support; however, evaluation of the returned modular cable confirmed findings consistent with fluid ingress and corrosion within the inline connector (related MFR 2916596-2022-01720). The observed fluid ingress and corrosion within the inline connector of the modular cable could have contributed to the reported driveline communication fault alarms. Additionally, evaluation of the patient¿s submitted log files confirmed the clock set to the default timestamp indicating a system stop due to a complete loss of power had occurred, which the account suspected was due to the patient allowing their batteries to fully deplete. Furthermore, evaluation of the patient¿s submitted log files confirmed a system stop due to the driveline being disconnected on 21jun2021; however, a direct cause for the event could not be conclusively determined through this evaluation. The controller event log file contained approximately 2 hours of data with the clock not set to the appropriate date. The date was recorded on 03jan2000 indicating that a complete loss of external power event occurred approximately 3 days earlier; however, the event was not recorded within the log file. The pump operated as intended at the set speed for the duration of patient support. The log file captured a controller clock corrupt alarm and driveline comm fault throughout the duration of the log file. The controller periodic log file contained data from 21mar2021 to approximately 01dec2021. On 21jun2021, the log file recorded the pump at 0 rotations per minute (rpm) due to a driveline disconnect event. A direct cause for the driveline disconnect event could not be conclusively determined through this evaluation. The log file recorded data every 24 hours through 29nov2021. The next line of data captured within the log file recorded the clock set to the default timestamp of 01jan2000. A direct cause for the reported event could not be conclusively determined through this evaluation; however, the event indicates that a system stop due to a complete loss of power had occurred. A specific duration of time for which the pump was stopped could not conclusively be determined. The account suspected that the patient allowed their batteries to fully deplete, causing the complete loss of external power to the system controller resulting in a clock reset and pump stoppage. The log files appeared to capture the pump operating as intended. The account reported that the patient presented to the clinic on 01dec2021 with a driveline communication fault. The patient underwent a modular cable exchange; however, the alarms did not resolve. The patient settings were reportedly adjusted to permanently silence the alarm. The patient was reportedly stable. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline communication fault alarms and driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. D) is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿. Section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline communication fault alarms and driveline disconnected alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021 with a driveline communication fault. The patient's controller and modular cable were replaced after log files were downloaded. The alarms recurred on the patient's new controller. The periodic log captured a pump stop on (B)(6) 2021 after the emergency backup battery (ebb) engaged due to a loss of external power. Driveline communication faults were captured two days after the controller clock reset to 1jan2000. The ebb usage count was 118, indicating that the patient had likely been sleeping on battery power. It was additionally reported on (B)(6) 2021 that the patient was stable and the communication fault alarms had not resolved. The alarms were permanently silenced through a change in settings.